Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was recorded to have delivered inappropriate therapy. The physician noted that the patient had a history of atrial fibrillation (af). Upon review, the presenting electrogram (egm) showed that the patient was in an atrial arrhythmia which led to anti-tachycardia pacing (atp) and shock to be delivered to convert the rhythm. The physician stated that the issue was resolved by changing ICD settings and providing medication to the patient. The physician will continue with patient monitoring. At this time, the ICD remains in service. No additional adverse patient effects were reported.